Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: review of the pump history shows multiple manual suspends and resumes of the pump. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the patient had experienced a blood glucose less than 70 mg/dl but greater than 40 mg/dl without symptoms. Reportedly, the basal history did not match the active basal program. The patients blood glucose readings do not meet animas criteria of a serious injury. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.